Manufacturer narrative:
(B)(4). The cause could not be determined. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs therapy with a homechoice (hc) device experienced a hernia. The date of hernia diagnosis and the location of the hernia was unknown. It was unknown if the hernia was pre-existing or worsened with pd therapy. The pt was hospitalized for one day to undergo surgery for hernia repair. The pt was discharged from the hospital one day after having the surgery. There were no known overfill events for this pt. On an unreported date within the same month as receipt of this report, the pt was recovered from the hernia. At the time of this report, pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient experienced the hernia on an unreported date in (B)(6) 2013 and underwent surgery for hernia repair on (B)(6) 2014. The device was manufactured on an unreported date in 1994. The device was not available for evaluation. A review of the device history record and service history record was performed. Upon performing these reviews, no issues were found that could contribute to or be related to the reported event. Should additional relevant information become available, a follow-up will be submitted.